Event description:
A coronary stent with delivery system was successfully advanced to the target lesion site in the pt's right coronary artery. During retraction of the protective sheath, the guide catheter was also retracted and as a result the stent dislodged from the balloon catheter. The stent was not visualized within the coronary circulation under fluoroscopy. Another coronary stent with delivery system was successfully deployed at the target lesion site. There were no clinical sequelae reported relative to the event.